Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during fill was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during fill. The technical service representative (tsr) assisted the hp with troubleshooting. The tsr explained se 2240 indicates air entered the set up. The hp stated he was almost blind but confirmed he didn't see any wet lines and all lines to bags were still connected. The tsr advised the hp to inform the peritoneal dialysis (pd) nurse of the incident. The hp confirmed the complete therapy manually. There was no patient injury or medical intervention associated with this event.